Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were not evaluated, as the issue was identified and resolved during communications between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 24 </noe> malfunction event(s), where it was reported a child fell through the siderail. It was reported the patients experienced pain as a result of the falls.